Event description:
The customer reported that the advia centaur xp instrument displayed cuvette pusher offline error. While troubleshooting, the operator scratched their hand while opening the cover of the instrument. The operator was wearing personal protective equipment (ppe) while troubleshooting the instrument. The operator immediately disinfected the scratch with water and soap and continued the troubleshooting wearing gloves. There are no known reports of patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
The united states (us) customer contacted the siemens customer care center (ccc) and reported that the advia centaur xp instrument displayed cuvette pusher offline error. While troubleshooting, the operator scratched their hand while opening the cover of the instrument. Siemens remotely assisted the customer turned off the instrument, opened instrument cover, removed cuvettes through the cuvette¿s pathway which includes the preheater assembly, cuvette chute, ring loader and elevator, closed the cover, turned on the instrument, homed system and performed empty and fill ring. Siemens further evaluated the event and determined that mechanical obstructions caused by the cuvettes potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of the device is required.